Manufacturer narrative:
This MDR is related to MDR 1835959-2015-00212 the investigation is ongoing into this report. If further information is received, an update will be made to the MDR.

Event description:
Dr. (B)(6) reported two patients developed chemical meningitis after the use of the biodesign dural graft.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Implant date not provided by the complainant. Product manufacture date unknown; lot number unknown. This MDR is related to MDR 1835959-2015-00212. Meningitis is a disease caused by the inflammation of the protective membranes covering the brain and spinal cord known as the meninges. The inflammation is usually caused by an infection of the fluid surrounding the brain and spinal cord. However, chemical meningitis is not caused by infectious agents, such as bacteria or viruses, but by a certain substance (can be fat, tumor or cyst contents, etc.) Or chemical. Chemical meningitis may resolve with little treatment, however, depending on the underlying cause, it may require steroid therapy to limit inflammation and/or surgery to remove the causative agent. It is unknown to the manufacturer, what if any; intervention was performed in these two reported cases. However, to address this in a conservative manner, the manufacturer noted that intervention was performed, and it seems the surgeon was relating the chemical meningitis to the use of the device. The root cause of the reported post op chemical meningitis is inconclusive due to a lack of details. Chemical meningitis is a known potential complication of neurosurgery in general. The IFU notes that "the graft is non-pyrogenic and has sufficiently low endotoxin levels to make it suitable for applications where it will contact cerebrospinal fluid." Additionally, the IFU notes that "acute or chronic inflammation (initial application of surgical graft materials may be associated with transient, mild, localized inflammation.)" Is a known potential complication that is "possible with the use of surgical graft materials."

Event description:
Dr. (B)(6) reported two patients developed chemical meningitis after the use of the biodesign dural graft. Update: additional communication with the complainant did not provide new details regarding specific patient event details.